Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was reported the patient was not hospitalized for the event. The same day as the peritonitis diagnosis, the patient was treated with ceftazidime injection (500mg, once daily, intraperitoneal, discontinued) and vancomycin injection (1g, every 5 days, discontinued) for bacterial peritonitis. On an unknown date,the patient recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.